Manufacturer narrative:
(B)(4). The patient came in to the injecting physician's office on (B)(6) 2011 and was fine; the swelling had gone down. The device history records for the reported radiesse lot was reviewed. All required testing specifications for the lot were met prior to release, there were no abnormalities noted.

Event description:
On (B)(6) 2011, the patient was injected with 1.5cc of radiesse in the cheeks. A topical anesthetic was also used. Within several hours of the procedure the patient developed pan-facial edema and went to the emergency room. She was given im steroids, benadryl an pepcid. The patient was instructed to pick up a prescription for oral steroids. The patient contacted the pharmacy and inquired about the event and they reassured her that there is no potential cross-reaction with sulfa or other preservatives that should cause an allergic reaction.